Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a particulate. On an unspecified date, it was reported that black dirt was noted on the reported white connector of the tubing set. No specific details were provided. No information was provided if the particulate was noted during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no additional information was provided.